Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was in normal eri. It was stated that the healthcare professional (hcp) notified the manufacturer¿s representative that he had removed the stimulation system. It was stated that they did not know the date or cause of the removal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260 serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient¿s therapy turned off unexpectedly following a reprogramming earlier that day. Additional information received reported that the patient was told to contact a manufacturer¿s representative or her pain clinic if she had any further problems. It was stated that the patient had not reported any further issues.